Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the surgeon that in her opinion, the lens did not cause/contribute to the event. The patient had a capsule dehiscence.

Manufacturer narrative:
Evaluation summary: the lens was returned in the lens case with solution, broken haptic damage and optic torn/cut into two portions. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint of ¿lens removed torn capsule¿. Lens damage was observed typical of damage observed when explanting a lens. A malfunction of the product was not alleged. The cause of the torn capsule is unknown and the file indicated the lens was removed during surgery, secondary to a torn capsule. (B)(4).

Event description:
A materials manager reported that during intraocular lens (iol) implant procedure, the capsule tore after the lens was inserted into the eye. The iol was removed. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).